Manufacturer narrative:
The surgeon limited the procedures completed during the surgery due to the lack of navigation. A new electromagnetic field generator emitter was shipped to the site and installed on the system. This resolved the issue and the system is now fully functional.

Event description:
A site nurse reported that they were unable to track instruments during a frontal, sphenoid and ethmoid sinus ent surgery. Within tracking details of the ent navigation software, she reported red status (not tracking) for both the axiem box and emitter. The em interface displayed one flt error within the drive and noise rows. She rebooted the system with no resolution. She removed the side panel and unplugged/replugged the emitter from the axiem box but the issue persisted. She estimated that this delayed surgery by approximately 1.5 hours and the surgeon would limit the procedures within the surgery.

Manufacturer narrative:
Suspect emitter (a.k.a.field generator) is not functioning properly. When the cable is connected to a test system the navigation tab shows red status and says "axiem emitter low drive error". Multimeter reading shows an open from pin 22 to pin 23 on cable 9660816 (coil #5). The suspect emitter has been scrapped.